Event description:
It was reported that the hospital is experiencing a general increase in pressure injuries on stryker surfaces. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the hospital is experiencing a general increase in pressure injuries on stryker surfaces.

Manufacturer narrative:
A stryker qae, a stryker engineering manager for customer quality, and a stryker sales account manager met with the somc nursing manager to discuss the alleged issue. Specific pressure injury instances from somc are captured within MFR report#: 0001831750-2022-00263 and MFR report#: 0001831750-2022-00264. The somc nursing manager confirmed that no further information regarding specific instances or details of pressure injuries were available. Based on recent complaint investigations for specific isoflex lal surfaces from somc, a stryker qae determined that the alleged increase in pressure injuries at the account is likely not due to any component level defects of the product. There are many factors that contribute to pressure ulcer development including heat, moisture, pressure braden scale ratings, patient mobility, nursing monitoring, and rotation schedules.